Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress . However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: ¿do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur.¿ ¿to prevent a water leak, do not apply excessive force when cleaning the endoscope.¿ ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ ¿the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing of the evis exera ii ultrasound gastrovideoscope, the scope had loose elevator channel plug. Upon inspection and testing of the customer returned device, gap was found in the adhesive on the distal end and stain entered inside the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event. Additional information received from the customer that the instrument was sent for repair as it failed impermeability test during reprocessing. The procedure performed was fine needle biopsy, and the instrument.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, t-nut loose, due to deformation of lever mount, forceps control lever did not move smoothly, due to adhesive peeling, lock engagement lever knob had gap, due to deformation of fe lever, up/down knob could not be locked securely, switch 1 cut, shaft guide sticky due to water leakage, adhesive on bending section rubber detached, connecting tube deformed, due to wear of angle wire, bending angle in down direction did not meet the standard value, due to damage on k-wire, forceps raising angle did not meet the standard value, and ultrasonic probe loose. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.